Event description:
The customer reported that the system would not perform fluoroscopic x-ray and displayed a collimator error message. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The loose cable was reconnected. The system was tested and operates as intended.